Manufacturer narrative:
As reported, optifix fixation device fasteners did not fixate the mesh. The subject device was not returned for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. This MDR represents optifix straight (device #2). An additional MDR was submitted to represent optifix straight (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during hernia repair procedure, the surgeon tried to fixate the mesh using optifix fixation device. The device failed to fixate the mesh at peritoneum. It was reported that, due the device issue there was longer surgical and anesthesia time. There was no patient injury. This file represents device #2.